Event description:
First stage revision surgery of a smr reverse prosthesis due to loosening of the glenoid component and possible infection, performed on (B)(6) 2019. During the revision, only cement spacer was implanted. According to the info provided, we can summarize patient's previous surgeries as follows: on (B)(6) 2015: custom mb glenoid implanted for reverse tsr. According to the info reported, the customized prosthesis could have been malpositioned at this stage; on (B)(6) 2017: first stage revision to remove glenoid prostheses and implant bone graft and hemi with cta head to re-built bone stock; on (B)(6) 2017: second stage revision to convert to smr reverse, by implanting a tt metal back glenoid; on (B)(6) 2019: first stage revision surgery of a smr reverse prosthesis due to loosening of the glenoid component and possible infection (object of the current report). The components involved in this event are the following: smr glenoid baseplate - code 1375.15.605, lot# 1702457 ster. 1700124; smr glenoid peg tt small-r #l - code 1375.14.653, lot# 1603342 ster. 1600186; smr reverse hp dia.40mm - code 1374.50.400, lot# 1705447 ster. 1700179; smr connector small-r - code 1374.15.305, lot# 1704996 ster. 1700150; smr reverse hp liner #m - code 1365.09.015, lot# 1705068 ster. 1700173; smr reverse hum. Body short - code 1352.15.005, lot# 1704554 ster. 1700153. Stem previously implanted was left in situ. Spacer was put in. According to the info reported, surgeon who did the latest revision is not the previous surgeon. Event occurred in australia.

Manufacturer narrative:
Check of the DHR: by checking the sterilization charts of all the involved lots, no pre-existing anomaly was found on the overall components manufactured with the involved lot/ster. Numbers. Therefore, we can state that all the components have been properly sterilized before being placed on the market. Explants analysis: explants not available to be returned to limacorporate for further analysis (disposed off as per hospital policy). X-rays analysis: we received pre-op revision surgery x-rays (approx. Dated 22/02/2018) sending them to our medical consultant in combination with the pictures of the explants received for a clinical evaluation. Based on the few info provided, the only comment received by the surgeon was "both a girdle ap views and as, such very limited information can be determined. I presume there is an all poly glenosphere present which if so the joint is dislocated. There is nothing on the available documentation that I can comment further." We cannot go back with certainty to the root cause of the loosening of the glenoid component reported. Based on the very few info received on this case, we can speculate that probably the patient's difficult clinical history may have contributed to the event. Case not product related. Pms data: according to our pms data, revision rate related to loosening/dislocation of a smr reverse prosthesis is 0.20%. Most of these events reported are related to patient condition or surgical factor. According to the complaints investigated, none of the events reported was product related. No specific corrective action for this case. Lima corporate will continue monitoring the market to promptly detect any future similar issue.

Manufacturer narrative:
By checking the sterilization charts of all the involved lot#s, no anomaly was found: these components had been properly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
First stage revision surgery due to loosening of the glenoid component and possible infection, performed on (B)(6) 2019. During revision a cement spacer was inserted. According to the info provided, we can summarize patient's previous surgeries as follows: (B)(6) 2015: custom mb glenoid implanted for reverse tsr. (B)(6) 2017: first stage revision to remove glenoid prosthesis and implant bone graft and hemi with cta head. (B)(6) 2017: second stage revision to convert to smr reverse. The components involved are the following: smr glenoid baseplate small-r code 1375.15.605, lot# 1702457 ster. 1700124; smr glenoid peg tt small-r #l code 1375.14.653, lot# 1603342 ster. 1600186; smr reverse hp glenosph. 40 mm code 1374.50.400, lot# 1705447 ster. 1700179; smr connector small r code 1374.15.305 lot# 1704996, ster. 1700150; smr reverse hp liner medium code 1365.09.015 lot# 1705068, ster. 1700173; smr reverse humeral body short code 1352.15.005, lot# 1704554, ster. 1700153. Event happened in (B)(6).